Event description:
It was reported that customer¿s pump displayed malfunction alarm 16-0x20e6, and no further event details or blood glucose information were provided. There was no reported impact to the customer¿s blood glucose level. Customer planned to return pump for evaluation, and no additional corrective actions or outcomes were available at time of report.